Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred prior to use. The circular stapler was difficult or unable to load. The device was ultimately able to be loaded. When attaching the anvil to the instrument, the black twist knob was held firmly to prevent the trocar from moving back into the head of the device. The anvil center or rod assembly was grasped at the grasping notch. The stapler sizers were used.